Manufacturer narrative:
Alleged failure: lost visualization during procedure, light box turned off light to scope, unplugging camera and light cord temporarily fixed it but still causing issues. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: lost visualization during procedure, light box turned off light to scope, unplugging camera and light cord temporarily fixed it but still causing issues. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.